Event description:
Related manufacturer reference number: 2017865-2021-29914. It was reported that an asymptomatic patient presented remotely on (B)(6) 2021 with noise resulting in oversensing on their right atrial lead, and loss of capture on their right ventricular lead. No intervention was reported. There were no patient consequences.